Event description:
Insulation failed. Pt was burnt in the small bowel.

Manufacturer narrative:
The used device sample was returned from the customer and evaluated by quality assurance in the original mfg facility. The results of the evaluation indicated that the insulation on the handle and shaft of the sample device were different in material and application from that of the original MFR. The original MFR applies a powder coating to the entire surface of the shaft of the device, however, the sample device that was evaluated maintained a black tubing that was applied, which exposed approx 1/8" of the distal end of the shaft. Our evaluation concluded that the sample device did not contain ample material on the shaft to withstand electrical current and that both the handle and shaft material had been manipulated outside of the original MFR. Furthermore, there was no indication that the sample device provided by the customer was properly serviced by the original MFR. A thorough review of the device history record for the reported lot did not indicate any non-conformance/deviation that would have contributed to the reported failure. A review of historical product quality report trending was also performed, and it was determined that this reported failure is isolated in nature.